Manufacturer narrative:
The li reagent lot number and expiration date were not provided. The field service engineer (fse) adjusted the cuvette fill levels and replaced and adjusted the reagent probes. The customer had no further issues. The investigation determined that an issue with the reagent probe was the root cause of the event.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for lithium (li) on a cobas c 503 analytical unit. The initial result was 2 mmol/l. Medical staff complained that the result did not correspond to the patient¿s clinical condition. The sample was repeated with a result of 0.7 mmol/l.